Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had a rash on his back that was itchy. The patient consulted his physician who prescribed a powder and a medication to treat the rash. Follow-up indicated that the rash had gotten better with use of the prescriptions.